Manufacturer narrative:
The lot number was provided. The manufacturing records were reviewed. All inspection values were within specification and there were no ncr's or deviations. The device was not returned for evaluation; therefore, an analysis could not be conducted. The root cause cannot be determined.

Event description:
It was reported that in (B)(6) 2019, the patient presented with frequent dizziness and vision problems. Dsa exam revealed a right middle cerebral artery aneurysm. On (B)(6) 2019 the patient was treated with the web and surgery went as expected. There were no intra-operative complications. Intra-operative angiography revealed multiple scleroses of intracranial arteries. The operation was reported to be "successful" and the patient was stable in the recovery room, post-procedure. The next day on (B)(6), the patient experienced headache and problems with speech. An MRI and dwi exam performed on (B)(6) demonstrated cerebral infarction in the right middle cerebral artery region, and multiple infarctions were identified in the right cerebellar hemisphere (indicating cardiogenic origin). The patient's nihss=2 on (B)(6). The physician considered this was possibly related to the surgery, but not the web device. Treatment with clopidogrel 75mg once a day was initiated on (B)(6). The patient's condition is reported to have improved significantly at the time of hospital discharge on (B)(6); her speech is "still a little slow, but the message is clear," nihss=1. The physician commented that the interventional procedure might have broken plaques and possibly could have caused the cerebral infarction. Since the web is implanted inside the aneurysm, the web was unlikely to be the cause of the cerebral infarction.